Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit had erratic ECG waveform. The device was in use on a patient, however there was no adverse event to the patient or user.